Manufacturer narrative:
The device was received, and an evaluation is complete. Evaluation included a visual assessment as well as functional testing. During evaluation the device experienced white screen. A device history review revealed no issues that could have caused or contributed to the reported issue. The cause was identified to be failed processor board which was replaced to correct the condition. Should additional relevant information become available, a supplemental report will be submitted

Event description:
During evaluation of a returned spectrum infusion pump, the device experienced white screen. No additional information is available.